Manufacturer narrative:
(B)(4) date sent: 02/13/25 d4: batch #unk b3: only event year known: 2025 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic distal pancreatectomy procedure, the surgeon used a ech60r on a ech60s loaded with gst60g for the first firing. When the stapler was manipulating in patient body around the pancreas for around 3 minutes, the distal 1/2 part of the ech60r on the anvil side fell off. Surgeon tried to use forceps to put the ech60r in place but could not work. Surgeon opened a new ech60r to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2025. Additional information received: the complaint only involves ech60r but not ech60s. Upon review of the information provided, it was concluded that this event does not involve a ech60s device and therefore this report was submitted in error.